Manufacturer narrative:
Insulin pump received with minor scratched lcd window. Unit passed the displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had scratched on the screen. The insulin pump alarmed motor error when the reservoir was empty. Customer's blood glucose level was not reported. The device was not returned.